Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the clip scissored while applying it to adrenal artery causing bleeding. The surgeon commented that the device was fired slow and complete with no excessive torquing. Electrocautery was used to resolve issue. No patient consequence reported. Device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.